Event description:
It was reported that the patient's spectra penile prosthesis was removed due to causing a curvature of the penis. No further patient complications reported in relation to this event.